Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 373 mg/dl. The customer¿s blood glucose level was 310 mg/dl and current blood glucose level was above 500 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomited. The customer treated with the visit to emergency room, 1 liter saline and subcutaneous. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.